Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device check, it was noted that over the past six months two recorded ventricular high impedance measurements were recorded. During the visit the impedance measurements were noted to be normal. The pulse generator had reached elective replacement indicator and was scheduled for replacement. The physician suspected the lead may have been fractured. On (B)(6) 2016, the pulse generator was successfully explanted and replaced, the patient was asymptomatic. No further lead information was provided.